Event description:
It was reported that the patient had ineffective therapy following a fall. High impedances were found on the right lead. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000182055. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.